Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suffered a blow to the head while playing soccer. After the incident, he reported he could only hear about 50% of what he could hear prior to the accident. Additionally, he could hear a "whirling sound" with the device. He had good performance with the device prior to the incident. The recipient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient suffered a blow to the head while playing soccer. After the incident, he reported he could only hear about 50% of what he could hear prior to the accident. In addition, he could hear a "whirling sound" with the device. He had good performance with the device prior to the incident. The recipient was re-implanted.